Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that there was no video image. When plugged into the cart, there was no image. There are only color lines but no image. This occurred during inspection for use involving an olympus bronchovideoscope. There was no patient involvement.